Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the scope device (channels) tested positive with the following microorganism: biopsy channel -micrococcus luteus (2 cfu/10 ml ). Optics flush channel-no growth of bacteria and fungi auxiliary flushing channel- bacillus licheniformis (1 cfu/ 10 ml ). Report also noted, "the permissible germ count <1 cfu/ml liquid sample has not been exceeded. No growth of hygiene-relevant pathogens (no presence) of : enterobacterales or enterococci, pseudomonas aeruginosa, other pseudomonads or non-fermenters, staphylococcus aureus and greening streptococci in bronchoscopes. The subject device was then sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. Cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: aer/ewd reprocessor: n/a. Model name: n/a. Detergent name: n/a. Disinfectant name: n/a. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : sekusept aktiv. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: hedgehog t41 ref sbb-332. Manual disinfection performed. Disinfectant used: sekusept aktiv. Scope not sterilized. Scope storage: simple cabinet without any drying function. Vertically hanged scope maintenance: by olympus. The device was then returned to regional repair center (rrc) olympus for device evaluation. The device inspection and evaluation findings noted below: device inspection found cracked on s-cover. Forcep elevator (fe) found shaved. Plug unit damaged. Adhesive around objective lens has a chip. Adhesive around lg lens is peeled. Flexibility adjustment, forceps channel ring, control unit, right/left knob and switch box found with scratch. Connecting tube has a wrinkle. Air/water (a/w cylinder) and s cylinder found with discoloration. Electrical safety test of endoscopes passed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of " air-water leakage at the distal end, presence of a leakage". In addition, the attached repair request includes the hygiene report with culture test results noted to be with" high level of contamination", scope quarantined noted by olympus service repair (sbc). The reported event per the report found during reprocessing. There is no patient infection associated on this event reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for air/water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.